Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose level reached 400 mg/dl. The elevated bg was addressed by a correction bolus via the pump. No third party assistance was required. Customer changed infusion set and cartridge and resumed insulin to resolve the issue. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide.